Event description:
The manufacturer received information alleging a ventilator's oxygen was set to 100% but was getting 80% maximum. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue.